Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule, cyst-ndr.

Event description:
Healthcare professional reporting left side rupture diagnosed by MRI and ultrasound. MRI report shows "nodule measuring 8 mm", "implant integrity uncertain, signal resembling silicone is visible segmentally at the radial fold, suggesting a possible sign of a tear, but the changes are very small" and ultrasound report shows "two simple cysts identified measuring 4 mm and 6 mm in diameter. Additionally, a solid hypoechoic focal lesion with smooth edges, not vascularized, located at 2 and 3 o'clock, approximately 4 cm from the nipple, was observed". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reporting rupture diagnosed by MRI and ultrasound. MRI report shows "nodule measuring 8 mm", "implant integrity uncertain, signal resembling silicone is visible segmentally at the radial fold, suggesting a possible sign of a tear, but the changes are very small" and ultrasound report shows "two simple cysts identified measuring 4 mm and 6 mm in diameter. Additionally, a solid hypoechoic focal lesion with smooth edges, not vascularized, located at 2 and 3 o'clock, approximately 4 cm from the nipple, was observed". This relates to the left device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as unidentified (tear) opening ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. Additional, changed, and/or corrected data: b.5., d.9., h.3., h.6.